Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot. Part number: 456.306. Lot number: h288276. Part manufacturing date: 03 february 2017. Manufacturing site: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h288276 of ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. A review of the raw material device history record(s) determined the raw material lot 9974143 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional data: event, concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: titanium cannulated trochanteric nail (part#: 456.414, lot#: 6868971, quantity: 1), unknown locking screw (part#: unknown, lot#: unknown, quantity: 1).

Manufacturer narrative:
Additional product code hwc. Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, removal of the titanium cannulated trochanteric nail and titanium helical blade was performed due to the blade sticking out of the femoral head and non-union of proximal femur. The procedure completed was an open reduction and internal fixation (orif) of the femur. There was a surgical delay of five (5) minutes. Procedure was successfully completed with a 95 degree blade plate. Patient status is unknown. This report is for one (1) 11.0mm ti helical blade 105mm. This is report 1 of 1 for (B)(4).